Event description:
It was reported the patient's scs system was no longer providing pain relief. The patient declined reprogramming. Per direction of the physician, the patient underwent surgical intervention to explant the scs system in order to undergo a spinal fusion surgery to control her pain.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.